Manufacturer narrative:
The device was returned to Olympus for inspection; however, the reported failure was not confirmed.No root cause was identified, and the investigation did not determine a likely reason for the issue.If new relevant information becomes available, an additional report will be submitted.Olympus will continue to monitor the device's performance in the field.

Event description:
The customer reported a video connection error during inspection for use involving an Olympus colonovideoscope. There was no patient involvement.